Manufacturer narrative:
(B)(4). The analysis results found that one plee60a device was returned with the anvil bent upwards and with an gst60t cartridge reload present. The returned reload was received partially fired and in good visual conditions. No further functional testing was performed due to the condition of the anvil. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing the surgeon loaded the device with a black reload and clamped down on the pylorus. He pulled the trigger to engage the anvil and the knife did move forward. He waited 15 seconds for the tissue compression. When he pulled the trigger to complete the firing, the device would not fire. The surgeon did not hear any sounds. He then removed the battery and flipped it 180 degrees but the device still would not fire. He then reversed the knife and removed the black reload. He reloaded the device with another black reload and this firing was successful. Seamguard was used with all of the firings. The case was completed with the same device and by using a total of 6 reloads - 3 were with black reloads and 3 were with green reloads. There were no patient consequences reported.